Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was declined. Customer's father advised the display screen was fuzzy and hard to read. Customer's father declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank or black display and missing segments/partial display noted. (B)(4).